Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred and the touchscreen was blank. Customer's blood glucose (bg) was 537 mg/dl and an insulin injection was administered to address bg. Customer reported to have received assistance from a diabetic ward; however, although requested, no additional information was provided regarding the type of assistance provided. Customer reverted to using another pump for insulin therapy. Customer performed a "normal fill tubing" and no issues were identified. No correction bolus was required at the time of report. Customer had not yet reconnected to the pump. Customer called back and the touchscreen was still blank. Customer continued to use the alternate pump.